Manufacturer narrative:
Section d4 and h4: additional information. Manufactures investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the submitted log file. The log file contained approximately 3.5 days of data ((B)(6) 2020 per the timestamp). A driveline communication fault alarm activated on (B)(6) 2020 at 18:13:27 due to a com b fault. The alarm remained active for the remainder of the log file. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. Additional information provided stated that the patient has not had any further alarms since exchanging the modular cable and system controller. Multiple requests for additional information were made to obtain additional event information (including if any equipment will be returned); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: (B)(4).

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for a ventricular tachycardia (vt) ablation and during admission had a yellow wrench and driveline communication fault alarm on their system controller. The vad coordinator was advised to send log files and exchange both the modular cable and controller. This action was performed without issue and patient has had no further alarms since the modular cable and controller were replaced. Additional information was requested but not yet provided.